Manufacturer narrative:
Cmpl (B)(4)

Event description:
It was reported that warm-up continued longer than intended duration occurred. A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of warm-up continued longer than intended duration is reportable based on the finding of the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.